Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. No known patient complications were reported.

Manufacturer narrative:
Updated b5: describe event or problem b3 - date of event: updated to (B)(6) 2020 based on additional information received.

Event description:
It was reported that balloon rupture occurred. A 16-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. No known patient complications were reported. It was further reported that the 60% stenosed target lesion was located in the non-tortuous and mildly calcified vessel. The balloon was inflated 3 times and was completely removed from the patient over the wire. The procedure was completed with another of the same device and no patient complications were reported.